Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent, chills, abdominal pain. The cause was not reported. The patient was hospitalized for a cardiovascular examination and on the same date right after, experienced manifestations of peritonitis. The patient was treated with an unspecified treatment. Seven days after hospitalization, the patient was recovered from the peritonitis event and was discharged, however, the patient was reported to have been transferred to a different hospital by way of the emergency room. On an unknown date, pd therapy was discontinued. No additional information could be provided as the reporter declined follow up.